Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence inaccurate delivery/positioning difficulties include; anatomy landmark visibility, patient pre-existing conditions such as calcification levels, the compliance of native anatomy as well as procedural complications, and tension applied on the delivery catheter system (dcs) during positioning. A conclusive cause of the valve being implanted ¿deep¿ in the left ventricle could not be determined from the limited information available. A paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or the presence of pre-existing patient conditions. In this case, it was reported that the pvl resulted due to suboptimal position as the valve was implanted ¿deep¿. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted deep in the left ventricle and resulted in severe paravalvular leak (pvl). Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve and transesophageal echocardiogram (tee) revealed the pvl reduced to trace. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.